Event description:
It was reported via repair work order that the zoom drive will run for about four feet then stop working. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.